Event description:
Pt reported obtaining a blood glucose result of 178 mg/dl, while using the suspect device. Pt stated that blood glucose was immediately retested, using a physician's blood glucose monitor, with a result of 81 mg/dl. No pt injury was reported and no treatment was received. While on the line with technical support, pt ran quality control tests on the suspect device; the level 2 control solution tested outside of the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.